Event description:
Estimated (B)(6). Currently (B)(6) corrected; (B)(6). Baby experiencing abdominal distention and apnea requiring intubation 2 days prior to transport; abdominal distention worsened with a fixed loop in ruq noted on kub with blood tinged output.. Then transferred to cmc for surgical evaluation. Infant admitted on (B)(6) 2015 and had surgery with silo placed; infant tenuous post-operatively with fluid shifts and significant third spacing...fem arterial line (rt) and cl fem (lt) placed during surgery for meds/blood products/ivf/drips, etc. Event: both central line dressing came back from or un-occlusive -saq team notified and performed dressing changes per protocol + placed stat seal disc on both sites. Saq team performed daily line rounding thereafter. Both fem lines were found to be oozing blood/serous drainage at sites(*drainage though to be related to oozing from silo contents) saq performed dressing changes on 8/2 +8/3-skin integrity noted to be ok at this time (B)(6) 2015-right fem arterial line noted to be oozing- site looked ok otherwise from outside of the dressing change performed and 1.5 wide x 1 deep was identified- with bone exposed nicu medical team, cns, wound +surgery all called to the bedside and decided to assess the other fem line- and an additional wound (smaller) noted under the stat seal surgery d/s'd both lines and placed a broviac cvl - tegaderm only placed on site family notified and updated current status: infant remains tenuous and medical team is discussing removal of care (from underlying disease process) wounds are healing per wound team.